Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The diabetes therapy consultant reported via e-mail that the insulin pump had several scratches on the screen. The customer's blood glucose was over 200 at the time of incident. The diabetes therapy consultant stated that the customer experienced high and low blood glucose. The insulin pump will not be returned for analysis.